Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an unintended bolus of 9.0 units. Within 15 minutes the user noticed that another bolus was given and she disconnected from the device. No adverse event was reported.